Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected from the pt line of the homechoice set. After receiving the alarm the home pt reconnected to the set-up. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies and the pt received a prophylatic dose of antibiotics at that time. No pt injury was associated with this incident per the home pt's nurse.